Event description:
Per complaint form: according to (B)(6), (B)(6) was removing the metal stent that was placed in (B)(6) 2012. He said the patient was experiencing some pain. He said the distal end of the stent migrated and was embedded. The stent was removed. No known adverse affects.

Manufacturer narrative:
The information received in the complaint form confirmed the device involved in this complaint to be a resonance metal stent device, however the rpn remains unknown, therefore (B)(4) has been used in this complaint for logging purposes. The lot number of the resonance metal stent was also not provided; therefore, it was not possible to check if any of the affected lot remained in stock. The device involved in the complaint was not available to be returned for evaluation; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. The customer reported the following complaint issue - "the patient was experiencing some pain. The distal end of the stent migrated and was embedded." In addition, as per the complaint form - "according to (B)(6), dr (B)(6) was removing the metal stent that was placed in (B)(6) 2012." It is unknown if the pain experienced by the patient was as a result of the migrated stent or if there were other medical conditions involved. The stent however was removed with no known adverse effects. A definitive cause was unable to be determined because the device was not returned and the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, cook (B)(4) could not reproduce the actual conditions of device usage. A caution in the instructions for use, ifu0020-12, advises the following: "patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Patients using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage." These stents are not intended as permanent indwelling devices and must not remain indwelling for more than 12 months as outlined in the ifu0020-12. Therefore, as per the IFU, intervention to remove / replace the rms stent is standard procedure. The instructions for use also indicate that these stents are 'not intended for permanent indwelling. The stents must not remain in dwelling more than twelve (12) months. If the patient's status permits, the stent may be replaced with a new stent." The stent involved in this complaint was implanted for 7 months. Prior to distribution, resonance stent devices are subjected to 100% inspection to ensure device integrity. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. The (B)(4) devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use, ifu0020-12, users are cautioned as follows: "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures". A final caution indicates that: "individual variations of interaction between stents and the urinary system are unpredictable". There have been on adverse effects to the patient as a result of this occurrence. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.